Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va02a9q, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient was getting an MRI about an hour prior to the report and the MRI was being done according to the device guidelines and during the scan the patient felt shocking in their pelvic area. The MRI technician had scanned other patients with no incident. It was noted that the patient¿s ¿system was not working¿. It was further reported that the cause of the event was MRI. The patient was having a tingling sensation in their legs. There was no hospitalization required and the patient outcome was listed as a non-serious injury or illness. Additional information has been requested, but it was not available as of the date of this report.